Event description:
Reported event of "port infection" within one pt in "ii group", which is the group that was implanted with the lap-band, from abstract: "comparison of the high pressure and low pressure gastric bands for the treatment of morbid obesity ", surgical endoscopy and other interventional techniques. (April 2013) vol 27, supp. (B)(4).

Manufacturer narrative:
(B)(4). Attempts to reach the reporter of the complaint have been unsuccessful. Since allergan has not yet rec'd this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally doe not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operation period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."